Manufacturer narrative:
Corrected information in section b2 : the selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.

Event description:
It was reported by the customer that pyxis medstation es system had bio-ID flickered for specific users. The user mentioned that this malfunction occurred when user trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the bio metric scanner. A technical support specialist requested the customer to reboot the station inorder to rectify the issue. The system functioned as intended after the technical support specialist guided the customer.